Event description:
It was reported that during a da vinci-assisted the benign hysterectomy surgical procedure, the surgeon noticed a force bipolar instrument would stick and have choppy movements when trying to grasp tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting choppy/unsmooth movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. Visual inspection found no issues at the distal end. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) The broken inputs contributed to the imprecise motion observed by causing the motion to not be smooth. Additionally, the instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The input disk component consists of ultem or peek material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and cause the input disk to break and separate from the instrument. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.